Manufacturer narrative:
This supplemental report corrects information previously reported in section h9. Upon review, the event was determined to have been incorrectly associated with a recall. Based on the current evaluation, the event is not associated with any recall.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Updated d9 device returned to manufacturer. Added e1 initial reporter address line 1 was omitted during initial report. Updated h3 device evaluated by manufacturer to "yes". Additional information provided in h9. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Event description:
It was reported that an automated impella controller generated a controller failure error two times. The pump was exchanged for a new one to continue patient support. No patient harm was reported.

Manufacturer narrative:
A5 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This MDR is submitted to correct b1, b2, b5, h1 and h6. Upon further evaluation, the report type previously selected was determined to be incorrect. Applicable fields have been updated to accurately reflect the appropriate reportable event category. D4 and d6b have been updated.

Event description:
A 70-year-old male with cardiomyopathy was supported with an impella 5.5 (sn (B)(6)) via right axillary/subclavian surgical arterial access, implanted on (B)(6) 2026 at 15:40. During use, the customer reported that the automated impella controller (aic) displayed a ¿controller failure¿ red alarm twice on the same morning. There was no associated pump stoppage and the patient remained hemodynamically stable. The customer was advised to exchange the aic and remove the affected controller from service for maintenance evaluation. The controller was successfully exchanged without incident, and no further alarms or issues were reported. The device was removed due to the failure mode involving the aic subsystem (controller), with no involvement of the pump itself. The patient remains on support.

Manufacturer narrative:
D4 revised. D6a and d6b should have been left blank.

Manufacturer narrative:
D9: added devices return information.